Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet 1 (p1) for a mitraclip procedure. During the procedure, mitraclip xtw was opened to 90 degrees after the release. It was noted clip was stable on the leaflets. All steps were performed as per IFU. Additional 2 mitraclips xt were implanted to stabilize the initial clip. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.